Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that the device was oversensing. Multiple short v-v sensed events of < 220 ms are observed between the (B)(4) 2011 with 37 episodes of non-sustained ventricular tachycardia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that the device was oversensing. Multiple short v-v sensed events of < 220 ms are observed between the (B)(4) 2010 and (B)(4) 2011 with 37 episodes of non-sustained ventricular tachycardia.

Event description:
It was reported that the device was oversensing with noisy episodes. The device remains in use, but the number of interval to detect (nid) was increased. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was oversensing with noisy episodes. The device remains in use, but the number of interval to detect (nid) was increased. No patient complications have been reported as a result of this event. It was further reported that the device delivered inappropriate therapy after one of the oversensing episodes.